Event description:
Procedure: inguinal hernia repair. According to the reporter: the flap was not attached to the mesh. The problem was identified when the mesh was taken out the box and placed in the surgical field. The mesh was not implanted into the patient.

Manufacturer narrative:
(B) (4). (B) (4).